Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer to philips healthcare that the heartstart mrx had a "charge shock failure therapy pca issue". There was no negative pt involvement.